Manufacturer narrative:
The customer stated that while ambulating in a nursing home with the rollator, the brake did not engage. She lost her balance and fell. The end user fell to the left. It is unknown if the rollator also fell. She fractured her left wrist when she fell. Her wrist was placed in a brace and a sling. The sample was returned and evaluated. There were scratches observed throughout the fame of the rollator. The right rear wheel was slightly bent. The right brake was out of adjustment. It is not known if any maintenance had been performed on the device during the time it was used by the end user. No manufacturing defect was identified during the sample evaluation. The owner's manual instructs the user to make sure that all parts are secure and in good working order. The owner's manual also states to check the brakes for proper operation. The root cause has been determined to be a lack of maintenance.

Event description:
The end user fell while using the rollator and fractured her left wrist.